Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing o-ring, serial number label missing, keypad overlay texture damage, cracked select button keypad overlay, missing end cap address label and minor scratches on lcd window. No damage to battery tube noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the top part of the insulin pump and battery cap was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.